Event description:
It was reported that during a da vinci gynecological surgical procedure, the endowrist portion of the maryland bipolar forceps instrument became broken. The maryland bipolar forceps instrument was 1 of 4 instruments that reportedly broke during this da vinci procedure. The reported instrument issue allegedly was possibly caused by use error. The instrument was used during a surgical procedure that was converted to an open surgical procedure. The da vinci procedure was converted to an open surgical procedure to repair an transected right external iliac vein. Refer to MFR report 2955842-2013-05243 for more details regarding the reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed there was a broken pitch cable at the proximal clevis hub. The clevis did not exhibit any damage or wear marks. Other cables at the instrument's wrist were not damaged. No other damage found. This complaint is being reported due to the damaged cable on the maryland bipolar forceps instrument. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.